Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual insulin injection was administered to address bg level. Tandem customer support was unable to determine cause of occlusion as customer declined to continue troubleshooting. Reportedly, the customer changed pump supplies to address the issue.